Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that stuck key alarms (61) were found on (B)(6) 2025 20:19:58.000. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: broken belt clip rails, cracked keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay. In conclusion customer concern of keypad alarm weren't present whilst testing, however a stuck button alarm did occur around the time customer had complained verified via the history files. All buttons functioning properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump keypad buttons were unresponsive and clip for carrier has broken. The customer reported no adverse event. The event involved product(s) acc-1601 and mmt-1880. Troubleshooting was performed for keypad anomaly and the pump has not been exposed to altitude change. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Troubleshooting was not performed for pump clip. The customer will discontinue to use the insulin pump. Product return is required for mmt-1880. No product return is required for acc-1601.